Manufacturer narrative:
Suspect os cls was discarded.

Event description:
On (B)(6) 2022, a patient (pt) reported a diagnosis of corneal ulcer 10 years ago when wearing acuvue® oasys® brand contact lenses (cls) and while living in australia. The pt experienced irritation after an unknown period of wearing the cls. The pt did not notice anything unusual in the appearance of the lenses upon removal. The pt saw an eye care professional (ecp) who diagnosed corneal ulcers on both eyes (date is unknown). The ecp suspended use of cls for 3 months. The pt could not recall the treating ecp contact information, further treatment details, or the name of medication prescribed. The estimated date of event is (B)(6) 2012. Multiple calls were placed to contact the pt for additional information with no success. No additional medical information has been received. This left eye (os) corneal ulcer event is being submitted as a worst-case event as we were unable to verify the pt's diagnosis and treatment. The suspect os lot number is unknown. The suspect os cls was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.